Event description:
A surgical revision had been previously performed, and the patient's rv lead was surgically abandoned and replaced. The device remains in service with the new lead. No further troubleshooting was performed, and no further interventions were planned or performed. No additional adverse patient effects were reported.

Event description:
Additional information was received which noted that the patient's rv lead was tested via the pacing system analyzer (psa) during the revision procedure. This did not reproduce any noise or inappropriate sensing. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) lead noise and inappropriate sensing. In addition, it was questioned why this device was only showing 4 years remaining on the longevity. No adverse patient effects were reported. The device remains in service.